Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The fe suspected that the customer failed to properly connect the interconnect cable. The system was tested and found to working as intended and put back into service.